Event description:
As reported by the user facility: reports sets being used with excel bags. Pharmacist states 3 events where spike has fallen out of bag while in use, resulting in chemotherapy spills. During a f/u call to the facility, the reporting pharmacist confirmed there was no injury to the pt or staff, and no intervention was required as a result of the incident. The actual sample is not available, but an unused sample of the same lot number will be returned.

Manufacturer narrative:
(B)(4). A sample has not yet been returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. There are no other reports of this nature against the reported lot number. If a sample is received or if add'l pertinent info becomes available, a f/u report will be filed.